Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer successfully resumed insulin deliveries without changing any pump supplies. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.